Manufacturer narrative:
No rewind anomaly was noted. The pump was received with all operating currents within specification and passed the functional testing including the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump cannot complete the rewind process. The customer's blood glucose reading was 143 mg/dl at the time of incident. Customer also indicated that they have experienced high and low blood glucose recently but the blood glucose values were unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.